Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Mentor has received additional information which indicates that the date of event was (B)(6) 2018, not (B)(6) 2018 as originally reported. The additional information also indicates that the removed device was replaced with mentor smooth round moderate profile 275cc saline breast implant, catalog # 3501640, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 275cc and experienced deflation on the right breast implant. The patient was in an auto accident on (B)(6) 2018 and noticed the deflation short after. The deflation was confirmed during physical examination. As a result, patient underwent removal of implant on (B)(6) 2018.

Manufacturer narrative:
Investigation summary: it was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 275cc and experienced deflation on the right breast implant. The patient was in an auto accident on (B)(6) 2018 and noticed the deflation short after. The deflation was confirmed during physical examination. As a result, patient underwent removal and replacement with mentor smooth round moderate profile 275cc saline breast implant, catalog # 3501640, s/n (B)(4) on (B)(6) 2018. Mentor received additional information, indicating the date of event was (B)(6) 2018, not (B)(6) 2018 as originally reported. Device evaluation and investigation findings: upon receipt by mentor, the device was received with no fluid. No foreign material was observed within the device or on the shell surface. Evaluation of the device revealed a rent measuring approximately 0.4 cm within a crease affecting anterior aspect. No other anomalies were discovered. The complaint of deflation was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).